Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an open hepatectomy procedure, an unknown error occurred during use. Then the blade tip was broken off while the device was wiped by a scrub nurse, so no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.